Event description:
A consumer reported experiencing reduced visual acuity and seeing halos following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. This report was mailed to FDA on 07/08/2009.